Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device would not hold the cutter device was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was confirmed that the device had unintended motion. The assignable root cause was determined to be traced to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device locking component and cord were damaged, the device had unintended motion and component damage. It was further determined that the device failed pretest for visual assessment and safety assessment. It was noted in the service order that the device would not hold the cutter device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.